Event description:
During initial pt assessment, pa pressures obtained via right femoral venous thermodilution catheter. Pa pressures noted to be low but pt had diuresed over 2 liters of fluid since last pressure measurements. Pcwp obtained and balloon deflated and prior pa trace obtained. Pt then developed hemoptysis with labile blood pressure and labile pa pressures. After several episodes of hemoptysis, pa tracing appeared to indicate "permanent wedge". Cxr obtained and thermodilution catheter line pulled back by resident. Cxr obtained. Decision made to pull thermodiluation catheter, which was done. Hemoptysis (sudden onset). Echo done, no cardiac activity. Pt died.